Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia with a blood glucose value of 448mg/dl at the time of the event. The customer also stated that the pump is not giving bolus. The customer was treated with an insulin pump. The customer stated no symptoms. Troubleshooting was partially performed and found that the auto mode feature was active at the time of the event the customer is using the insulin pump system within 48 hours of the reported high blood glucose event. No further patient complications were reported. It was unknown whether the customer will continue the use of the insulin pump. The pump will not be returned for analysis.